Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer's son is calling on behalf of the customer and states that his mother feels well and requires no medical attention. Customer's son stated that the truetrack meter is reading high. The customer's expected blood result is 202-234mg/dl fasting. Verified the strips expire 7/31/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 424mg/dl and 444mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with all the results in the meter memory. He stated that the meter was bought today , and after she ran a test at 1:00pm she got 588mg/dl (fasting), he decided to take his mother to the hospital to get checked out. The hospital meter read 390mg/dl. The customer was irritable at the time of test. When she got there, she was treated with an increase dose of metformin. He ran another test on the meter while at the hospital and the reading was 478mg/dl (fasting). The customer was discharged and she was feeling well at the time of call.